Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a percutaneous catheter myocardial ablation a polarsheath was selected for use. When the sheath was inserted inside the patient and blood was drawn during the flush, the air was also drawn. Blood was also leaking from the catheter insertion port, and it was determined that the valve was malfunctioning and the sheath was replaced. The procedure was completed without any problem with another device. The device is expected to return for anaylsis.

Event description:
During a percutaneous catheter myocardial ablation a polarsheath was selected for use. When the sheath was inserted inside the patient and blood was drawn during the flush, the air was also drawn. Blood was also leaking from the catheter insertion port, and it was determined that the valve was malfunctioning and the sheath was replaced. The procedure was completed without any problem with another device. The device is expected to return for anaylsis.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory a visible tear was observed in the center of the polarsheath hemostatic valve. The device also failed all functional leak testing, with a leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized in hemostasis testing. The polarsheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve at the proximal end. The tear in the hemostatic valve resulted in the polarsheath leaking. There appeared to be no issues with the valve puncture and valve slits as they were aligned and centered in the valve. The tear is believed to have occurred from normal use during the procedure as no defects were found that would have contributed to the valve tearing.